Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 312 (mg/dl) that was addressed with a bolus. It was reported that the customer would contact their health care provider to obtain manual injections for alternate insulin therapy.